Event description:
It was reported that the needle cannot be flushed. No patient injury was reported.

Manufacturer narrative:
The returned samples (5) were received decontaminated; 4 samples were received with its original closed packaging and 1 sample in used condition without its original package. The samples were tested with a syringe to replicate the failure mode. No occlusion was detected. The complaint was not confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).